Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilitating pelvic pains on the right side') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual cycles") and dysmenorrhoea ("menstrual cycles accompanied with more pain") and was found to have a pregnancy with contraceptive device ("between the implant and the removal became pregnancy (twice)"). The patient was treated with surgery (she had undergone essure removal surgery). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: 13 coils were noted on left and 3 on right to be present in the uterine cavity at the end of this portion of the procedure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received: reporter information and rcc note added. Patient dob added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 13-sep-2016, on behalf of a female plaintiff of unspecified age, who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2007. Upon information and belief, after the insertion procedure, plaintiff underwent the required hysterosalpingogram (hsg) procedure. After the implant procedure, plaintiff began to experience debilitating pelvic pains on the right side, as well as heavy menstrual cycles accompanied with more pain. Further, between the implant and the removal, she became pregnancy twice. Please note this case is related to the second pregnancy. For the first pregnancy case, kindly refer to case number (B)(4). On or about (B)(6) 2012, plaintiff had both of the coils removed by undergoing a laparoscopic supracervical hysterectomy. It was reported that the pain and bleeding experienced is a direct and proximate result of the failure to disseminate accurate information regarding this product. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pains on the right side amongst non serious events. She also reported that between the implant and the removal, she became pregnancy twice (this case refers to the second pregnancy, outcome not reported). Plaintiff had both of the coils removed by undergoing a laparoscopic supracervical hysterectomy. The events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Given the information received for this case and the lack of alternative explanation, a causal relationship between the reported pelvic pains and essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, patient had a hsg was performed however, no result was reported. Considering this information, an essure's contraceptive failure cannot be excluded and pregnancy was considered related to essure. This case was regarded as incident, due to the required intervention. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information was received on 03-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pains on the right side amongst non serious events. She also reported that between the implant and the removal, she became pregnancy twice (this case refers to the second pregnancy, outcome not reported). Plaintiff had both of the coils removed by undergoing a laparoscopic supracervical hysterectomy. The events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Given the information received for this case and the lack of alternative explanation, a causal relationship between the reported pelvic pains and essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, patient had a hsg was performed however, no result was reported. Considering this information, an essure's contraceptive failure cannot be excluded and pregnancy was considered related to essure. This case was regarded as incident, due to the required intervention. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.